Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized due to reported dizziness and pain. It was also reprted that the patient was prescribed antibiotics. The implanted device remains.

Manufacturer narrative:
This report filed january 14, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device.this report is filed july 11, 2013.